Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076 implantable pacing lead 2011 (B)(6). (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) migrated after the patient lost a considerable amount of weight, causing the patient discomfort on the neck and left shoulder. Diminished r-waves on the right ventricular (rv) lead were also observed after the migration. A procedure was conducted to reposition the ICD. The rv lead helix was then retracted so as to reposition the lead but the lead could not be pulled back due to adhesions in the superior vena cava (svc). The helix was re-extended with similar r-wave parameters. Sensing was then changed to integrated bipolar sensing which produced excellent readings. The ICD and rv lead remain in use. The patient was a participant in the pain free smart shock technology study. No further patient complications have been reported as a result of this event.